Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump, and technical support assisted in updating certain settings, advising the customer to consult with their healthcare provider for future updates.